Event description:
It was reported that the physician had significant difficulty removing the guidewire after the left ventricular (lv) lead had been placed. After significant traction was applied, the guidewire was able to be removed and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.